Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty for morbid obesity, after pressing the trigger button, the device did not work, it stopped and did not start stapling. Another reload was used to complete the case.